Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
10/9/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 06/01/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll and reported that a patient passed away on (B)(6) 2018. It was reported that resuscitation efforts were made on the patient. Device download data indicates that the patient experienced a vf arrhythmia on (B)(6) 2018 for approximately 1.5 minutes. The arrhythmia was obscured by motion artifact, which prevent the lifevest from delivering a defibrillation shock. The patient then degraded to asystole with CPR artifact. The patient subsequently passed away on (B)(6) 2018.